Manufacturer narrative:
H11: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA (B)(4). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 290025mm implanted in the aortic position underwent re-intervention for a valve-in-valve procedure after approximately five (5) years and two (2) months of implant duration due to aortic regurgitation and paravalvular leak (pvl) a non-edwards transcatheter valve was implanted in replacement at that time.

Manufacturer narrative:
Added information to section b5, h6 (health effect - clinical code), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (device code): "1457 perivalvular leak" code removed h11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that this patient with a valve model 290025mm implanted in the aortic position underwent re-intervention for a valve-in-valve procedure after approximately five (5) years and two (2) months of implant duration due to aortic central regurgitation. As reported, the patient was experiencing dyspnea under exertion before valve replacement at that time. A non-edwards transcatheter valve was implanted in replacement at that time.